Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using u-200 insulin, and prefilling cartridges. Tandem clinical support informed customer that pre-filling cartridges, is off label per the user guide. Customer¿s blood glucose (bg) level was over 300 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump change your cartridge every 48¿72 hours as recommended by your healthcare provider.